Manufacturer narrative:
On (B)(6) 2017: it was reported the customer experienced an elevated blood glucose (bg) level of 600mg/dl and medium ketones considered to be dangerous. Reportedly, the customer believed their infusion sets were the cause of the elevated bg level; no additional information regarding why the customer believed this was provided. A correction bolus was delivered to address the bg level and multiple infusion set changes were performed. The bg level led to the customer going to the emergency room (ER). While in the ER, the customer received treatment via an insulin drip delivered intravenously and a saline treatment. The customer left the ER in a stable condition but still sick and unable to communicate. On (B)(6) 2017: the customer was released from the hospital 5 days after being admitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels and manual injections were administered to address the bg level. Due to the occlusion alarms, the customer's bg level elevated to 725mg/dl and the customer experienced diabetic ketoacidosis. The customer wen to the hospital and was admitted to the intensive care unit. No issues were observed with any of the pump supplies in use during the occlusion alarms. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.